Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed to further investigation the reported event, the issue could not be replicated as the motion batteries and the battery charger voltages were within acceptable range. Motion batteries and charger were replaced as a precautionary measure. No further issues were reported. Replaced batteries and charger were not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging systems battery voltage was low which caused the system to shut down. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect motor battery charger was returned to the manufacturer for evaluation. Testing found that leaking capacitors were present on the unit. Though the unit passed functional testing.